Manufacturer narrative:
Evaluation summary: the device was received by medtronic for evaluation. The 10th distal stent segment was deformed with two raised struts. The distal tip of the device was slightly damaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. No difficulties or abnormalities were noted during the prep and the device inspection. The target lesion in the rca # 3 had 90% stenosis, moderate tortuosity and slight calcification. Pre-dilation was performed once at 12 atm for 30 seconds. 25% stenosis remained. It was reported that the physician tried to deliver the resolute integrity device through the blood vessel to the stenotic lesion in rca, however resistance was noted before reaching the lesion, and the device could not cross the lesion. When the physician removed the device and visually checked the stent, the stent cell was found to be "turned outward". No difficulties were noted when the device was removed from the patient. The device was replaced with a non-medtronic stent of the same size and the procedure was completed. The physician commented that the device had a delivery failure, and because the stent was turned outward, implantation was unsuccessful. No patient injury reported.